Event description:
It was reported that the lead was fractured. During explant, it snapped into two pieces. A neurosurgeon removed the remainder of the lead. Further info is being requested from the hcp.